Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient experienced a bleeding and they applied pressure on the site, yet he was unable to control the bleeding. On (B)(6) 2025, the patient visited the emergency department (ed), where a healthcare provider (hcp) stitched the insertion site to control the bleeding. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.